Manufacturer narrative:
Product complaint #: (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: int urogynecol j (2013) 24:47¿54. Doi 10.1007/s00192-012-1844-6. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Adverse events associated with tension free vaginal tape device reported via mw # 2210968-2021-05079.

Event description:
It was reported in a journal article with title: which women develop urgency or urgency urinary incontinence following midurethral slings? The aim of this retrospective study is to determine what risk factors lead to the development of both du and duui following mus procedures in women who previously had no such symptoms. Between may 1999 to august 2008, a total of 598 female patients (mean age = (B)(6) years), of which 358 had sui only (had no urgency or uui at baseline) and 240 had sui and urgency (had no uui at baseline), underwent mus and were included in the study. Surgery was performed using either of tvt (gynecare; ethicon), tvt-o (gynecare; ethicon), or competitor devices. The mean follow-up was 50 months. Reported complications included de novo urgency (n=?), de novo urgency urinary incontinence (n=?), occult stress incontinence (n=?), urodynamic stress incontinence (n=?), detrusor overactivity (n=?), intrinsic sphincter deficiency (n=?), bladder perforation (n=?), and unknown event (n=?) Which required a repeat anti-incontinence surgery, retropubic mus or transobturator mus. In conclusion, previous stress incontinence or prolapse surgery, presence of urodynamic isd or coexistent do (with usi) significantly increased, whereas concomitant apical prolapse surgery significantly decreased the risk of women developing du/duui following mus. Urodynamic parameters and concomitant apical prolapse operation for concurrent large prolapse are important predictors in the development of du/ duui following mus procedures.